Event description:
Customer reported that the insulin pump was returning multiple no delivery alarms. Customer reported that the no delivery alarms continued even after a set change. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.